Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was found in safety mode. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes aytrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was found in safety mode. At this time the device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes aytrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was found in safety mode. At this time the device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.